Event description:
External digestive fistula (gastrointestinal fistula). Case description: spontaneous report received on (B)(6) 2010 from a surgeon regarding a male pt (age and initials unk) with a medical history of surgery for urinary bladder malignant neoplasm. A cystectomy and prostatectomy had been performed and a cutaneous stomy had been created for both ureters. There was no intestinal pouch and consequently no intestinal anastomosis. Following surgery, the pt experienced intestinal mechanical occlusion requiring a second surgery. A medical laparotomy was performed. There were only rare adhesions and reason for occlusion was one of the corrugated drains had been left in situ following surgery. The surgeon reported that no intestinal injury occurred during adhesiolysis. At the end of second surgery, the surgeon placed two sheets of seprafilm under the abdominal wall. Approx one week following the second surgery, the pt experienced external digestive fistula with direct communication between the small bowel and median laparotomy scar. There was no peritonitis, no new surgery was performed, and treatment of the fistula was local. The pt was transferred to another hospital. At the time of this report, the outcome of the reported event and treatment were unk. The seprafilm lot number was unk. No further info was provided.